Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the contamination in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to contaminated at the silicon tube, pressure regulator is damaged, flowmeter is cracked, manifold is contaminated . There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for evaluation. The device was evaluated. The device was found contaminated at the silicon tube, pressure regulator is damaged, flowmeter is cracked, manifold is contaminated . In conclusion, the customer's complaint was confirmed that the parts of the device were replaced.

Event description:
The manufacturer was contacted in reference to a thermal complaint on a everflo. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a thermal complaint on a everflo. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device is not part of the recall. The device evaluation found no evidence of product malfunction. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.